Event description:
Healthcare professional reported left side rupture and "folds". Ultrasound images showed increased density between the prosthetic border and periprosthetic capsule folds and changes in echogenicity. Device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.